Manufacturer narrative:
A ge service representative performed an on site investigation. The plate was identified as in need of replacement. Replacement parts ordered and upon receipt will be installed. It is believed that replacement will address the stated problem. If additional information becomes available, it will be reported as required.

Event description:
It was reported that the phenolic plate of the 2600 table was leaking fluids (plate wear) into the image intensifier (ii) area. There was no report of patient injury.